Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the cannula assembly. It could not be conclusively determined when the bend occurred or if it contributed to the increase in blood glucose levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached 23 mmol/l (414 mg/dl) and that the cannula was bent. There was three correction boluses (exact amount was not provided) although not able to lower the patient's bg levels. Hyperglycemia treated by patient activating new pod. The pod was worn between 4 and 24 hours on the abdomen.